Event description:
Customer reportedly experienced a skin irritation after using a prime - snugger fit condoms in 2001. Customer states that upon inspection of the affected area customer observed that the scrotum area was red and irritated. Itching was very intense. Customer showered and cleaned the area using ivory soap, after drying off customer observed that the affected area was oozing a clear liquid that could not be completely dried.